Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a bariatric laparoscopic gastric bypass procedure, when the device entered the abdominal cavity for gas trojejunostomy, the stapler experienced a malfunction. The end of the circular stapler cartridge that covered the loaded blade disengaged, and pieces of the broken instrument fell into the patient cavity. All pieces were successfully retrieved, likely using a grasper. The device was replaced with another stapler to continue the procedure. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument proper weld marks on the shell head. Damage was observed on the shell head. The staple guide was not returned for evaluation. Further inspection noted that the green bar was visible in the indicator window and the safety feature was engaged. The pusher fingers appeared to be intact and inspection under the microscope displayed no damage to the knife blade. The anvil was not received. It was reported that a component disengaged. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The disengaged staple guide may occur if the instrument is handled rough. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.